Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the equipment automatically turned on. It was due to moisture. Later, the equipment returned to normal and was placed back into service. No parts replaced. It was also confirmed that the device was not in patient use at the time of reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device automatically powers on. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.